Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual and microscopic inspection was performed on the returned device and found approximately 85 % of the scope¿s bending section cover glue is missing. The missing portion of glue was not returned. The scope failed the cotton pad test as catches were observed on the distal end. There was physical damage noted on the insertion tube as dent and severe kinks were noted underneath the insertion boot. The scope passed leak testing. Based on the evaluation findings, the reported event is likely attributed to scope mishandling. It is likely the distal end glue may have made in contact with a hard surface/object during use resulting in the users¿ experience. The bf-h190 instruction manual¿s ¿warning and cautions¿ section pg. 2 states ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during an unspecified procedure, a ring from the bending section of the scope broke off and fell into the patient¿s lung. The device fragment was retrieved with an unknown device. The patient¿s lung was examined and no additional fragments were observed. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, it was reported that the scope was inspected by the facility¿s staff and found the bending section torn with also a missing a portion.